Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon occurred with endoscope series 180, although the output video image was normal with 185/190 series. It was caused by circuit board failure, adhesion of foreign material to the video connector socket terminal, and terminal corrosion of the video connector socket. The change history of the parts related to the phenomenon which image was not displayed in combination with the 180 scope was checked, it was confirmed that the design of the board was changed on april 16, 2018. The subject device was a pre-countermeasure product of board design change. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that phenomenon was caused by dust and rust on board and socket.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, no image was displayed although cables and monitors were changed. The intended procedure was performed using another device. It was delayed of 30 minutes. It was necessary to change tower and clinic. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.